Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the moderately tortuous proximal left circumflex artery with a 2.0x12mm quantum maverick balloon catheter. The balloon ruptured at 14atms. The number of inflations and to what atms is unk. The procedure was completed with the use of a different size balloon. There were no reported pt complications. The pt is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).